Event description:
The customer reported that when the operator unplugged a drx revolution mobile x-ray system from the wall power outlet, the operator's finger was burned. The customer reported that the injury was minor.

Manufacturer narrative:
The power plug on the drx revolution mobile x-ray system is clear (transparent) and the wires to the connecting cable are visible within the plug. The carestream field engineer investigated this issue and discovered that the plug had deformed to some extent. The plug was replaced and the defective plug was returned to carestream health for failure analysis. The plug/cable is an assembly purchased from a supplier. The supplier's mfg process is responsible for assembling the plug to the cable using screws to seat the cable wires inside the plug. If the screws are not tightened sufficiently, the connection can become loose. Internal carestream investigation found that the wiring within the defective plug was either loose to begin with or had become loose over time. This caused an overheating condition inside the plug casing. The plug is a medical grade plug - its casing is made of flame retardant, self-extinguishing material. However, this plug became hot enough to cause deformation of the plug material and to cause a minor injury when handled. Carestream health has concluded that all plugs of this design will be replaced in the field. The plug has been re-designed to incorporate a molded plug/cable assembly so that the manual screw tightening operation is eliminated. This design has been implemented in carestream's mfg process for the drx revolution. A report of corrections and removals (1317307-05/28/2013-c) has been submitted to FDA.